Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after a usual breakfast announcement while using the ilet paired with a g7 sensor, with glucose rising to approximately 255 mg/dl and then falling to 50 mg/dl, and the user treated the low with four glucose tablets. Symptoms included vomiting, imbalance, and cognitive fog. Outcomes included transient impairment that required oral carbohydrate intervention but no medical evaluation or hospitalization. Investigation included complaint review, device-use assessment, and user education and troubleshooting with assignment for additional training. Investigation of this case revealed an undetermined cause for the hypoglycemic event with no device alerts or alarms reported. It was concluded that the event was user-experienced hypoglycemia with cause unclear, with no evidence of device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.